Manufacturer narrative:
Date sent to the FDA: 01/24/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a retroperitoneal exploration and excision of mesh on (B)(6) 2017 during which the surgeon noted the rectus fascia was incised and it was apparent that the mass was old mesh. The pathology report noted the left lower quadrant tissue was benign striated muscle and attached fibrotic tissue having reaction to embedded mesh material. No additional information was provided.